Manufacturer narrative:
(B)(4). The t:flex user guide states, "only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.

Event description:
Quarterly summary report for alleged occlusion alarms. It was reported that occlusion alarms occurred or occlusion alarms were intermittent. User was able to resolve the issue by clearing the alarm, loading a new cartridge, switching to labeled insulin, or reverting to an alternate method of insulin therapy. There was no adverse effect.